Event description:
Reporter, from the MFR's evaluations dept, alleged finding melted and burned pins on the inform meter. No adverse event reported. The suspect device was returned and replacement product was sent.